Manufacturer narrative:
Model number/catalog number: sc-1132; serial number: (B)(4); batch/lot number: 19935376; model/catalog description: precision spectra ipg kit. The explanted devices were not returned to bsn as they were kept by medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient was having difficulty charging the ipg due to overheating. It was noted that the ipg was too shallow after a weight loss. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.